Manufacturer narrative:
Visual evaluation of the returned device found that the polymer tip was rough with signs of degradation. Further evaluation of the distal tip presented no evidence of peeling nor detachment and the tip of the metal corewire was not exposed. The complaint is not consistent with the returned guidewire since the hydrophylic tip was not detached and the tip of the metal corewire was not exposed. Based on the available information, a definitive root cause could not be determined. There are investigations in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. After the guidewire was withdrawn, the hydrophilic tip was noted to be rough. No part of the guidewire detached inside the patient. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of hydrophilic tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. After the guidewire was withdrawn, the hydrophilic tip was noted to be rough. No part of the guidewire detached inside the patient. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.